Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that during implant after implanting the device, the device would not measure a r-wave and an error message was observed. The device was removed and replaced. There were no symptoms from patient prior to during or post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.